Manufacturer narrative:
Pump received with normal operating currents and passed the self test, unexpected restart error test, displacement test, rewind, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Pump received with partially broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pmp was dropped, causing a crack on the screen and the reservoir compartment to break off. The customer's blood glucose was 582 mg/dl at the time of incident. The customer has been treating their blood glucose with manual injections. The customer's blood glucose was 382 mg/dl at the time of the call. The customer declined to troubleshoot for their high blood glucose. The insulin pump will be returned for analysis.